Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: the product was returned to depuy synthes for evaluation. Visual analysis of the right-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed using the saw wing fixture. The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design. Device history record review: review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition.

Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface right device was loose. It was initially reported that during a total knee arthroplasty (tka) procedure, it was discovered that the saw on the device was stuttering. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.